Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative verification c-arm scan, based on the intraoperative neuromonitoring and spinal cord stimulation it was decided to not re-position this spine screw at this surgery. The final outcome of the later decided revision surgery also using brainlab navigation to re-position this screw to its desired position was successful as intended. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to the surgery/anesthesia repeat of ca. 2h for the revision surgery, and there was no surgery/anesthesia delay for the patient at the original surgery. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was prolonged for the revision surgery 3 days after the original surgery. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the left l4 pedicle screw deviating at the target by ca. 5mm is a combination of the following factors: a not sufficiently accurate calibration of the non-brainlab screwdriver to the navigation by the user: a too small instrument navigation reference array (the second smallest array available) was used for this long instrument, not following brainlab recommendations. Despite the navigation software displayed a warning dialogue due to a low instrument calibration accuracy, the user accepted the instrument calibration for use at this surgery. In addition, the screw used (5,5mm) was calibrated using the 6,5mm receptacle of the navigation instrument calibration matrix leading to a further decrease in accuracy. Also, the calibration was not repeated for each new screw (at least the same dimensions have been used for each screw). The combination of the navigation reference array location (on l3) and the location/direction of the desired trajectory in l4 has likely led to collisions of the instruments with the navigation reference during the placement, possibly causing reversible navigation reference movements and/or relative movements of the vertebra l4 in relation to l3. Such reversible movements generate a temporary deviation of the reference/anatomy location in the pre-placement scan displayed by the navigation and the actual patient anatomy during the surgery, that cannot be recognized nor compensated by the navigation. Apparently, the resulting deviation in the navigation display and the actual patient anatomy was also not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure, before and during use of the instruments calibrated to navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine for an anterior lumbar interbody fusion (alif) and decompression of vertebrae l4 and l5, with intended placement of 4 spine screws bilateral in these vertebrae for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l3. Acquired a c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Starting with right l4 (right spine side first for all navigated instrumentation), used the navigated drill guide with depth control to drill into the vertebra to create the pilot holes. Calibrated a non-brainlab tap to navigation for instrument position display, to thread the pilot holes. Placed the spine screws with a non-brainlab screwdriver also beforehand calibrated to navigation, following and into the pilot holes. Performed a verification c-arm scan after placement of the 4 screws bilateral in l4 and l5, and determined that the left l4 screw was placed angulated, at the target point lower than expected. Decided based on the intraoperative neuromonitoring and spinal cord stimulation, to not re-position this left l4 screw. Completed the surgery without any delay and closed the patient. Later after the surgery a revision surgery to re-place the left l4 screw was decided and scheduled, and took place on (B)(6) 2022, 3 days after the original surgery. The outcome of the revision surgery also using brainlab navigation was successful, with the spine screw revised correctly to its intended position. According to the surgeon (treating clinician): the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative verification c-arm scan, based on the intraoperative neuromonitoring and spinal cord stimulation it was decided to not re-position this spine screw at this surgery. The final outcome of the later decided revision surgery also using brainlab navigation to re-position this screw to its desired position was successful as intended. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to the surgery/anesthesia repeat of ca. 2h for the revision surgery, and there was no surgery/anesthesia delay for the patient at the original surgery. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was prolonged for the revision surgery 3 days after the original surgery.